Event description:
The customer reported to olympus, during a procedure while the fiber was being inserted into the patient, the fiber broke at the operating channel during calculus spraying and the physician sustained a third degree burn through the glove. The burn was treated with healing cream and the physician has fully recovered. The patient was not injured. The generator settings were: energy 0.1 joules and frequency 200 hz. No additional information was provided. This event includes 2 reports: (B)(6): tfl-fbx200s. (B)(6): tfl-pls. This report is 2 of 2 for (B)(6): tfl-pls.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to fiber being stressed to a point of fracturing either via bending the fiber beyond the minimal bend radius or bumping/ jolting the fiber against the rigid portion of the uteroscope. Once fractured, the laser fiber would allow unguided laser energy to escape and burn the user. To avoid recurrence of this issue and other fiber breaks, the IFU suggests avoiding bending the fiber beyond the minimal bend radius (7mm for 150 and 200 micron fibers, 29mm fir 365 micron fibers, 58mm for 550 micron fibers and 73mm for 940 micron fibers), and ensure to visually inspect the entire length of the fiber for any flaws or defects. If the laser system is used in conjunction with an endoscope, ensure that the fiber is carefully inserted through the endoscope until the fiber is in the field of view. Olympus will continue to monitor field performance for this device.